Event description:
Consistently having blood glucose reading that are 50 to 70 points lower when compared to other blood glucose monitor (i.e. One touch ultra). This was also determined when he went to the ER (blood glucose 50 - 50 range where the ER measured as 101). Dose or amount: 5 times a day, frequency: 5 times. Dates of use: rx filled (B)(6) 2017 - present.